Manufacturer narrative:
Review of product analysis results.

Event description:
During review of product analysis results for an explanted generator, it was noted that the generator was returned at settings indicative of an interrupted system diagnostic test. It is unknown when the interrupted diagnostic test took place. Attempts for additional information have been unsuccessful.